Event description:
In preparing to switch a ventricular assist device (vad) patient to a portable driver for transport to CT, they experienced a problem with the driver. The perfusionist started the portable driver and prepared the console for the switch; after the start up procedure (emergency mode operation) of the portable drive completed, the driver alarmed and showed "occlusion" on the display. When the driver was switched to normal operating mode, no air flow was detected after the first three or four beats. The portable driver sounded normal, nut was without air pressure. The center did not switch the patient to the portable driver, the patient remained on the console. It was indicated that the center had performed the same procedure the week before without incident.